Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery of the talar component. It has subsided and looks loose based on surrounding cysts. Due to significant thinning on talar bone will need invision system and new poly.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient is experiencing pain and may require a revision surgery of the talar component. It has subsided and looks loose based on surrounding cysts. Due to significant thinning on talar bone will need invision system and new poly.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: some subsidence and peri-implant cysts. No definitive signs of a loose implant, still fixed in certain areas. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. Although the issue is most likely patient related, the root cause could not be conclusively determined. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.